Event description:
No sample or picture are available for analysis. Without the proper sample or picture an evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. A rotating luer lock could be related to the operator not performing the joining operation correctly. It could also result from a lack of joining time in the union which could cause separation of the rotating luer lock resulting in a connection leak. A red light was installed at all the bonding stations to ensure proper timing is observed. The current process controls detection include post sterilization sampling final inspection,100% visual inspection related to separated components during the manufacturing process and final physical inspections, the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing.

Event description:
The following has been reported: biomed reported: pump malfunction; had backflow/bleeding from IV. No patient harm reported. Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer. A preliminary review identified the following issue: backflow into primary or secondary. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.